Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator's tidal volume was not functioning. There was no patient involvement. The service engineer (se) inspected the device. The se found the ventilator was not displaying exhalation volume measurement. The se provided the customer with a quote for service/repair and replacement of the exhalation flow sensor. The customer declined service/repair of the device.